Manufacturer narrative:
Investigation findings: the carescape b850 was sent to ge healthcare's (gehc) depot repair center for evaluation. At depot, the power supply unit was visually inspected and found be in good condition. Upon opening the monitor, no noticeable traces of heat/smoke damage were seen inside the case or surrounding enclosure. The b850 was re-assembled and tested; it passed without issue. The power supply was then sent to gehc engineering for further analysis whereupon inspection visually and under microscope, no signs of failure, heat or physical damage were observed. Engineering also reviewed the log files and found no errors related to the reported issue. The power supply's earth leakage current, touch current and protective earth were measured and the values were within specification as determined in iec 60601-1 standards. Gehc's investigation concludes that there was no indication of a device malfunction that caused the initially reported issue.

Event description:
It was reported that smoke emitted from the carescape b850 monitor. Patients were evacuated from the care area however, there was no related adverse patient consequence.

Manufacturer narrative:
The information was not provided due to country privacy laws. UDI not required. Legal manufacturer: hcs (B)(4). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.